Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was discarded after surgery. It was not returned as the surgeon did not feel analysis was necessary. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. It was reported that the implantable neurostimulator (ins) had been in overdischarge twice and the cause of the inability to charge the ins and the battery depletion were due to the overdischarge events. To resolve the issue, it was reported that the ins was replaced on (B)(4) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having poor communication and their implant was dead. The patient tried to charge the implant but saw a ¿reposition antenna¿ screen. The patient had last successfully recharged the ins over 2 weeks ago. The patient planned to follow up with their healthcare provider (hcp) for a possible jumpstart. No symptoms or complications were reported.